Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to access the load menu in the pump. Reportedly, the customer attempted again one hour later and successfully accessed the load menu. The customer's blood glucose ranged between 280-290mg/dl.